Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration and a component was found to be misaligned on the printed circuit board. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box revealed multiple "occlusion" alarms on the reported event date. During testing, the pump powered and no prime issues were noted. The 24 hour test was not able to be performed on the pump during investigation due to an "occlusion" alarm during the first basal delivery attempt. The force sensor was found to be out of calibration. The pump was opened; a component was found to be misaligned on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.